Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an l1-l5 fusion using rhbmp-2/acs at l5-s1 and a cage in (B)(6) 2010. Post-op, the patient reportedly developed complications involving spurs growing into the nerves. The patient has pain, a severe case of arthritis, severe problems with his groins, and radiating pain into the left leg. The patient underwent a myelogram on (B)(6) 2013.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient was pre-operatively diagnosed with recurrent back pain and leg pain with instability at l5-s1 status post microdiscectomy and underwent the following procedures: exposure of the lumbar spine l5-s1 bilaterally with laminectomy of l5 and s1, total facetectomy l5-s1 on the left, radical discectomy l5-s1 on the left for cage insertion. The patient was also pre-operatively diagnosed with severe lumbar degenerative disc disease, l5-s1 and underwent the following procedures: lumbar interbody spinal fusion, l5-s1, with placement semilunar cage from the patient's left-hand side at l5-s1, with local bone harvesting. As per op-notes, "inncision was made into l5-s1 disc space and it was cleansed of disc material using right and left curettes as well a straight curette. Osteotome was used take a little lip off the vertebral body of 5. At this time, an 8 mm semilunar trial was placed and found be fairly snug so a 9 mm semilunar cage was filled with local bone, placed in the interbody area. 3 cc of local bone was placed posteriorly to the cage. At this time, a mixture of bone morphogenic protein and local bone was placed in the posterolateral gutters." The patient tolerated the procedure well and no patient complications were reported.

Event description:
It was reported that the patient underwent a posterior lumbar fusion at l5-s1 using rhbmp-2/acs. Following the surgery, the patient had significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed that the patient had developed bony overgrowth. The patient has received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.